Event description:
Procedure type: nissen fundoplication. According to the reporter, the needle of endostitch became separated from jaws of the instrument when pulling the suture through muscle tissue. The needle fell into the patient cavity but was easily retrieved. Another endostitch was opened and the case finished without further incident. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).